Event description:
It was reported that the patient presented to the emergency room following a syncopal episode. The right ventricular lead exhibited loss of capture and the patient reported feeling fatigued. Fluoroscopy revealed that both the right ventricular lead and atrial lead had dislodged. The leads were explanted and successfully replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported event was lead dislodgement. As received, a complete lead was returned in one piece. Visual inspection of the lead found no anomalies, except for damages consistent with procedure damage. X-ray examination found no anomalies. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.